Event description:
On (B)(6) 2017, the lay-user/patient contacted lifescan (lfs) (B)(6), alleging that her onetouch select simple meter read inaccurately high compared to another device (unspecified brand). The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter inaccuracy began on (B)(6) 2017 at 7:00 am when she obtained a result of 140 mg/dl with the subject meter. The patient manages her diabetes with lantus insulin (10 units at night) and novorapid insulin (3 units before each meal and an additional 1 unit when her blood glucose results are over 120 mg/dl). The patient claimed that as a result of the alleged issue, she took an additional 1 unit of novorapid on (B)(6) 2017 at 7:00 am. The patient claimed that prior to lunch on (B)(6) 2017 she obtained a result of 140 mg/dl with the subject meter and took an additional 1 unit of novorapid in response. The patient stated that approximately 9 hours after the alleged issue began, she went for a walk and became ¿shaky.¿ the patient claimed she treated herself with a biscuit at the onset of the symptom. The patient claimed that later that evening she tested her blood glucose and obtained blood glucose readings of ¿130 mg/dl¿ with the subject meter and ¿72 mg/dl¿ on the another device, performed within 30 minutes of each other. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter. The csr documented that an approved sample site was used for testing and that the correct testing process was being followed. This complaint is being reported because the patient reportedly developed a symptom suggestive of a serious injury adverse event after taking an increased dose of insulin based on alleged inaccurate high results obtained with the subject meter.

Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. An evaluation of the test strip lot was performed and concluded that the subject test strip lot breached the thresholds set for escalation. As such, lifescan product analysis conducted testing of retain samples from the subject test strip lot. The retained test strips passed perfomance testing with control solution and no product malfunction was identified. Analysis was not possible for the returned test strips due to unknown storage and handling preventing the allegation being physically investigated. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.